Event description:
Arrive2 clinical study: same patient as 6000089-2005-00931. 1 year after coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of the taxus express2 8.8% 3.00x28mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 1 year after the initial procedure the patient expired. Per family member the cause of death was colon cancer. There was no autopsy. In the opinion of the physician the patients death was no releted to the taxus stent.